Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation of the implantable cardiac monitor, an error message was displayed on the programmer. After rebooting the programmer and clearing the error message, normal function resumed. There were no adverse consequences and the patient was doing well.